Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported an intermittent, recognized white dot artifact in the isocenter of image data (addressed in this pr4602485). A philips field service engineer (fse) went onsite to evaluate the system. The fse found that the cooling efficiency of a detector was decreased (addressed in pr8759619) and a sensitivity variation of the detector modules (addressed in pr8759620). This report was initially submitted regarding a cracked compensator in the a-plane collimator, however, a crack in the compensator was not confirmed by the fse¿s evaluation of the system. The fse replaced the a-plane collimator which resolved the artifact issue. The fse confirmed that a CT rescan of the patient was performed by the operator; there was no misinterpretation as a result of the artifact. The system is in clinical use. This issue was determined not to be a reportable event.